Event description:
Terumo medical corporation received the following reported information: they attempted to deploy an angio-seal. Everything went fine until they were to tamper the seal into place. The tamper did not come out of the plug system. They ended up cutting the plug holder and tamping it with that larger piece, it was cut with scissors. The plug was deployed however, the efficacy of the plug was in question, so a femstop and twenty minutes of pressure were also employed. The procedure was a stemi case. There was no blood loss. Additional information was received on 03sept2025: it was a 6fr angio-seal device. A 6fr merit prelude sheath was used for the procedure. A pre-deployment angiogram was performed. They had guide issues from the radial access, so they switched to femoral, and there were no access issues that they recall. The device was advanced without issue, issues only started when he went to tamper down the plug. The patient was stable; however, he had other ongoing health issues. He was stable and had ultimately been discharged. Terumo medical corporation received medsun report # (B)(4): " we attempted to deploy an angio-seal. Everything went fine until we were to tamper the seal into place. The tamper did not come out of the plug system. So, we ended up cutting the plug holder and tamping it with that larger piece. We cut it with scissors. It was all a big thing. I wanted to you to know the plug was deployed but the efficacy of the plug is in question, a femstop and 20 mins of pressure were also employed."

Manufacturer narrative:
. E3: occupation: biomed the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, arteriotomy locator, carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The sheath and carrier tube assembly was noted to be cut near the "s" of the sheath and the sheath and carrier tube bodies were separate from the main body, where the tamper tube was also noted within the carrier tube distal tip. The sample was returned for evaluation and it was noted that the device was in rear lock position and cut. The tamper tube was noted in the cut section of the device and suture was noted to be fully spooled. The suture was able to unspool fully during functional testing. As a result, the complaint was able to be confirmed for deployment issue of the tamper tube and suture. The exact root cause could not be determined. The likely cause was determined to have been resistance felt during device pull back after rear locking, preventing proper deployment of the tamper, leading to the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).